Event description:
Alleged, the nurse call is working intermittently. At times, the nurse call will not work at all and at other times it will only work from the siderail.

Manufacturer narrative:
The facility replaced the logic board to repair the bed.